Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that a bc802 infant nasal mask was found damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in australia reported that a bc802 infant nasal mask was found damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
Ps448932method: the complaint bc802 infant nasal mask was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected.results: visual inspection of the complaint device revealed that the mask had cut damage on the left side of the mask. The edges are clean, indicating that the mask has been cut by a sharp instrument such as scissors. The damage was able to be replicated by cutting the right side of the mask with scissors.conclusion: based on our knowledge of the product, the mask was likely subjected to damage from the user. The end user may have used a sharp instrument such as scissors to open the package, resulting in the observed damage.our user instructions which accompany the flexitrunk nasal CPAP interface state:- "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."